Manufacturer narrative:
The ventilator was investigated on-site. The expiratory channel pc board was replaced due to that a technical error indication an expiratory flow meter error was generated. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the expiratory channel pc board was faulty and was replaced. There was no patient harm. (B)(4).